Manufacturer narrative:
(B)(4): device unavaiable for analysis.

Event description:
Per the clinic, the patient developed a post operative infection resulting in fixture loss. Treament with antibiotics (date and type not reported) was unsuccessful. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.